Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) was ¿acting up¿ and they did not want it to ¿almost kill them like it did before¿. The caller also mentioned that things kept getting switched up. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.